Event description:
It was reported that during a iliac stenting procedure a stent dislodgement and artery rupture occurred. The target lesion was located in the iliac artery. A 8x47x75 wallstent rp stent was deployed at the target lesion. As they continued angioplasty believing they were upsizing the wallstent rp stent, the artery ruptured. Patient was taken to surgery for artery repair. Under fluoroscopy the physician was unable to visualize the deployed wallstent rp stent. The stent was located in the guiding sheath. No additional stent was placed. No further patient complications were reported. Patient status is unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a iliac stenting procedure, a stent dislodgement and artery rupture occurred. The target lesion was located in the iliac artery. A 8x47x75 wallstent rp stent was deployed at the target lesion. As they continued angioplasty believing they were upsizing the wallstent rp stent, the artery ruptured. Patient was taken to surgery for artery repair. Under fluoroscopy the physician was unable to visualize the deployed wallstent rp stent. The stent was located in the guiding sheath. No additional stent was placed. No further patient complications were reported. Patient status is unknown.

Manufacturer narrative:
Device evaluation: a balloon catheter inserted through a non bsc 6fr sheath was returned along with the wallstent device. The stent was not received for analysis. Examination of the delivery system revealed that the outer sheath was retracted. Visual and tactile examination of the shaft noted a kink at approximately 135mm distal to the t-bar connector. Examination of the stent cup and holder found no anomalies. There was no issue noted with the movement of the outer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).